Event description:
During surgery, the patient's greater trochanter was fractured.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The product code was also not provided. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.